Manufacturer narrative:
Further information was requested but not received sus voluntary even report was received. Medwatch: mw5109806 the serial number for the report device is unknown and will be updated if further information is received.

Event description:
Related manufacturer reference number: 2017865-2022-13479. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of low voltage output on the pacemaker and on the lead. The physician elected to explant and replace the pacemaker and lead. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 codes for product not returning.